Event description:
It was reported that the patient presented to the emergency room. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes and high capture threshold. Upon an x-ray, it was observed that the rv lead was dislodged with cardiac perforation and pericardial effusion. The rv lead was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information indicates that the patient presented to the emergency room with dyspnea and discomfort. Upon interrogation, it was observed that the right ventricular lead exhibited diaphragmatic stimulation. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, low r-wave amplitude, and cardiac perforation. The reported events of high capture thresholds and low r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.